Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and uretral atrophy. As a result, the device was explanted and replaced, with the cuff being substituted for a smaller one. No further patient complications were reported.